Manufacturer narrative:
Summary of evaluation: evaluation results are inconclusive.

Event description:
Revision surgery revealed breakage of the tibial baseplate and polyethylene wear of the tibial insert. The femoral component was not broken as previously rpt'd.